Event description:
It was reported that an ¿unable to proceed¿ alert occurred after a supply change, consistent with a failure to infuse associated with the motor component, and the user later resumed insulin delivery after a full supply change with new supplies; blood glucose levels were unaffected and no medical care was required. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included an interview with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device issue consistent with failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.